Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) pacing lead exhibited high, out-of-range pacing impedance measurements. The lead was not implanted and was disposed of at the hospital due to the patient's infectious disease. No adverse patient effects were reported.